Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during therapy air bubbles were visible. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, four (4) photographs were submitted for evaluation. A review of the photographs was performed per specification. Two photographs confirmed the lot number associated with the incident report. The other two photographs depict microbubbles within the lines of the set. Based on the visual findings of the photographs provided, the reported defect of microbubbles in the bloodline set was confirmed. Although the defect was confirmed through the photograph, without a physical sample the exact root cause was unable to be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.